Event description:
It was reported that a spectrum pump was programmed incorrectly (dose and volume were programmed twice) causing the infusion to be given at a faster rate during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was received stating they had discovered user error, and not pump error. The event date, process step and the location within the user facility where the event happened were unknown to the reporter. There was patient involvement but patient injury or medical intervention associated with the problem was unknown. It was unknown if the sample will be returned to baxter healthcare for service. All available information has been provided. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.